Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. A 510k number cannot be provided in this report because the product code is unknown at this time.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Reportedly, (B)(6) 2011, the homechoice machine alarmed the system error 2240 (air in line) alarm. The technical service representative (tsr) spoke with a representative who stated that the home patient (hp) had called back and stated he was having problems with phone and was unable to speak with the tsr. The engineer contacted the hp later on the same day and found that the patient had already cleared the error. No clinical consequences for the patient were reported. No further information is available.